Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains"), pelvic infection ("infections") and genital haemorrhage ("bleedings") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (essure was removed on unspecified date, losing her uterus and fallopian tubes) and surgery (essure was removed on unspecified date, losing her uterus and fallopian tubes). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, headache and alopecia outcome was unknown. The reporter considered pelvic pain, pelvic infection, genital haemorrhage, headache and alopecia to be related to essure. The reporter commented: case was retrieved from a "starting petition" web site. The patient commented that essure was removed on an unspecified date, after a year of having daily bleeding, pains, headaches, infections, hair loss, losing her uterus and fallopian tubes for this reason. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: analysis in the global safety database revealed (B)(6) cases. Pelvic infection: analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: 29-mar-2017, quality-safety evaluation of ptc ((B)(4)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pains (interpreted as pelvic pain), bleedings (interpreted as genital bleeding) and infections (interpreted as pelvic infection). Essure was removed on unspecified date, losing her uterus and fallopian tubes. All these events are anticipated according to the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Pelvic pain and genital bleeding may occur following essure insertion procedure. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. As the reporter cannot be contacted, further information cannot be obtained.